Manufacturer narrative:
A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, the unit just stopped working in the middle on the night and would not hold a charge nor work with the batteries. The patient was rushed to the ER via automobile at 1am because he could not breath. He described that he was admitted and treated for 2 days with supplemental oxygen, medication and had several tests run. The test or results were not provided. He stated that he does have lung disease that may have contributed to the change in his health condition. He states that he is currently doing better, the event did resolve, and he is continuing oxygen at level 4. There were audible and visual alarms on the device at the time of the event. There was an alternative oxygen supply for use during the device issue. He received the replacement unit 2 days later.